Manufacturer narrative:
Patient weight was added in this report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2021-04876. It was reported that one of the patient¿s lead migrated. The issue was confirmed thru x-rays. As a result, surgical intervention was undertaken on (B)(6) 2021 where in the lead was repositioned back to the original position, resolving the issue. It is unknown which lead is liable so both leads are reported.